Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed delaminated circular & v-shaped disruptions in each cusp which aligned with suture tails on the sewing ring when the leaflets were flexed open. The remnant suture displayed several knots which resulted in elongated projections allowing for contact with the tissue. Host tissue overgrowth fused both commissures of the right - coronary cusp which resulted in stenosis of the effective orifice area. X-ray analysis revelaed no apparent calcification. Inward displacement of both stent posts of the noncoronary cusp was also noted & appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to leaflet disruption due to suture abrasion. H6: 86= x-ray.

Event description:
This event was reported as exertional shortness of breath, leaflet disruptions, congestive heart failure, class ii, & lv enlargement.